Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis was normal. No anomaly was found.

Event description:
It was reported that during implant, acceptable sensing values could not be obtained. Attempts of different lead positions were unsuccessful. The lead was not implanted and was replaced. There were no adverse consequences to the patient.